Manufacturer narrative:
(B)(4). Date sent: 07/08/2019. Device analysis: overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found. The device lot number is unknown; therefore, the device history record could not be reviewed.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was ph testing performed prior to explant to confirm recurrent reflux? After implant, was the device initially effective in controlling reflux? When did the recurrent reflux begin? What is the lot number for the lxmc15? What was the date of implant?

Event description:
It was reported that the patient underwent a linx removal due to recurrent gerd symptoms. The procedure was completed with no patient complications.

Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: was ph testing performed prior to explant to confirm recurrent reflux? After implant, was the device initially effective in controlling reflux? Na. When did the recurrent reflux begin? Na. What is the lot number for the lxmc15? Na, done at outside facility. What was the date of implant? Na - done at outside facility.